Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept dripping insulin after releasing the act button. The customer had changed the reservoir once already. He noticed liquid in the reservoir compartment. The old reservoir may have been leaking. An infusion set change resolved the issue. The insulin pump alarmed no delivery. The device was not returned.